Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensed noise on the right atrial (ra) channel, resulting in inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. This crt-d remains in service.